Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility, and metallosis. A review of invoice history confirms both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to pain and elevated metal ion levels. Medical records further noted the presence of metallosis, grayish fluid, corrosion of the trunnion, and grayish stain tissue. The modular head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, tissue damage, synovial fluid buildup, lack of mobility, and metallosis. A review of invoice history confirms both surgery dates and that the modular head was removed and replaced during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.